Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/03/2016 with the following findings: a review of the pump¿s black box showed the last basal delivery was on (B)(6) 2016. The data from the event had been overwritten due to continued use. During investigation, the pump ez-prime steps were performed successfully. A cs 162 loss of prime warning was simulated by pulling out the cartridge, the ez-prime screen showed the last 2 boxes (prime/fill cannula) as unchecked. The ez-prime screen last 2 boxes (prime/fill cannula) remained unchecked until pump was primed. The pump was found to perform within specification. The complaint of the prime issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2016, the reporter contacted animas, alleging that the pump did not appear to have registered a complete prime sequence after returning to the prime screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.